Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experiencing presyncopal symptoms presented in clinic. Upon interrogation of the pulse generator, pacing inhibition was noted due to ventricular oversensing. The right ventricular lead also exhibited a decrease in pacing impedance. Reprogramming of the device did not resolve the issue. The lead was explanted and replaced on 8/19/2016. No additional information was reported.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. Electrical testing that could be performed found normal device function. The damage found on the lead is consistent with damage occurring at the time of explant.